Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a new leadless implantable pulse generator (ipg) was implanted due to the elevated thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) device exhibited elevated thresholds. The device remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr) study. No patient complications have been reported as a result of this event.